Event description:
A bipap a30 device was returned to a third-party service center for service. There was no report of patient harm or injury. The device was not in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and a ¿ventilator inoperative¿ error was observed. The service manual recommends replacement of the printed circuit assembly (pca); however, the available documentation does not specify which specific component replacement would be required to resolve the issue. No additional actionable error codes were identified. Dust and dirt were observed inside the device. Furthermore, there was no evidence of foam particles or foam degradation within the device. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.